Event description:
It was reported to philips that the system occasionally failed to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A field service engineer visited the site and confirmed the reported problem. Upon troubleshooting, fse found that the host pc failed to initiate, the rear led was unlit despite power being on. To resolve the problem, the engineer replaced the pc host and sent the part for further analysis, but no failure found. After host pc was replaced, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.